Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed down-safety disk expiration warning. The unit was swapped and therapy proceeded successfully . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue, the fse replaced the expired safety disk. The fse then ran and passed all performance and function tests. The unit was cleared for customer use.

Event description:
N/a